Manufacturer narrative:
No sample was returned for investigation. The reported failure can be simulated by visual inspection and simulation test. The test results showed when bending section was not in straight position, the distal end could be pulled into double lumen tube and stuck at the inlet of tube. Further pulling the bronchoscope with excessive force can lead to the rupture of distal tip. According to product IFU, the distal tip of product should be set in a neutral or non-deflected position when withdraw and excessive force should be avoided when using the product: do not use excessive force when advancing, operating or withdrawing the ascope 4 broncho. When withdrawing the endoscope, the distal tip must be in neutral and non-deflected position. Do not operate the bending lever, as this may result in injury to the patient and/or damage to the ascope 4 broncho. The reported problem is included in the product risk analysis. This MDR is resubmitted as it was discovered that this MDR has not been successfully loaded into fdas database. The initial reporting to FDA of this case has been done to FDA within the original deadline, however in the wrong file format to support correct upload. This submission represents a reload of data to ensure correct upload to the FDA database.

Event description:
The end of bronchoscope has broken off inside double lumen tube. The broken end was retrieved. Patient outcome not affected.